Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the stent could not cross the guidezilla. The target lesion was located in the severely calcified left anterior descending artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that there was high resistance in the cavity, and the stent could not cross. The procedure was completed with another of the same guidezilla, and the stent was then able to cross the new guidezilla to the lesion smoothly. No complications were reported and the patient was stable post procedure. However, device analysis revealed that the collar was partially detached.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Returned product consisted of a guidezilla ii 6f guide extension catheter. The device was visually and microscopically examined. There was blood present in the shaft of the device. The collar and shaft were crushed and partially detached. Photo media depicted outer box packaging to the reported batch; however, the image failed to confirm the reported event. Product analysis confirmed the reported event as the collar and shaft were crushed and partially detached. The damages would likely cause resistance upon entry and advancement of the device. This concludes the product analysis.